Manufacturer narrative:
E1. Initial reporter address (B)(6), kyoto.

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation when inflated up to around 4 atm for about 15 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.